Manufacturer narrative:
(B)(4). The complaint bc190 flexitrunk infant nasal tubing was returned to fph in (B)(6); however, it was lost in transit. Our analysis is accordingly based on the photographs provided by the hospital and our knowledge of the product. The hospital reported that the glider of the subject bc190 nasal tubing was broken, as shown on the photographs provided. However, without the complaint device, we were unable to determine the root cause of the reported fault. If it was returned, it would have been visually inspected to confirm the reported fault and determine its root cause. Our user instructions illustrate in pictorial format the correct set-up and proper use of the flexitrunk infant interface, including bc190 flexitrunk infant nasal tubing. It also state: "handle with care. Use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the glider of a bc190 flexitrunk infant nasal tubing was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc190 flexitrunk infant nasal tubing is en route to fisher & paykel healthcare in (B)(4) to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the glider of a bc190 flexitrunk infant nasal tubing was broken. No patient consequence was reported.